Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ipg was replaced due to regular battery depletion (more than 10 years old). During the replacement surgery, the new ipg (no issue reported with this device) was connected to the old lead. All impedances were >4000 ohms. Prior to replacement, impedances were measured with the original ipg, and no abnormalities were found. After connecting the new ipg, all impedances were high. An attempt was made to clean and reinsert the lead without success. A percutaneous extension was connected in order to measure impedances, and all values were still >4000 ohms. Therefore, there were no issues with the new ipg 97800 or the percutaneous extension. The lead was replaced, and all impedances were good with good motor responses on electrodes 1-3. The issue was resolved.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3889 (lot: unknown); product type: 0200-lead; implant date (B)(6) 2005; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead 3889 interstim tined sns std elctd (lot #: unknown) revealed that the 0-3 conductors were broken in the body of the lead at or near the tines, 3.5cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.